Manufacturer narrative:
(B)(4). Investigation summary: an investigation was completed using a picture that was provided for examination. The picture reveals a shelf carton with a label of batch 1707001 g25x1 and units¿ packs containing batch 1706005 of gauge 23x1 which correspond to other different bd eclipse reference catalog. This verifies the reported issue. Complaint trending review of this lot and product family for this issue reveals no other complaints. Investigation conclusion: "returned sample evaluation" we have been provided with a picture which reveal a shelf carton with a label of batch 1707001 g25x1 and units¿ packs containing batch 1706005 of gauge 23x1 which correspond to other different bd eclipse reference catalog. "Lot number / product family history". Complaint trending review of this lot and product family for this issue reveals no other complaints. "DHR/bhr review" we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Needles were packed in machine nº2107 ((B)(6) 2017) and previous to it, lot 1706005 of gauge 21x1 was packed which correspond to reported one (lot was finished on (B)(6) previous to plant shut down). Confirmed: bd was able to duplicate or confirm the customer's indicated failure mode the returned picture of the samples presented the reported issue. We could confirm the reported issue. Root cause description: "we have reviewed our manufacturing records finding that the lot 1707001 (g25x1 ref. (B)(4)) was packaged in our machine nº4632 which was finished in (B)(6) 2017 a plant shut down. Previously to this batch, we manufactured lot 1706005 consisting of g23x1"" needles reference (B)(4)like the reported one. Although no issues were identified and manufacturing records established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a line clearance issue in the packaging machine. In accordance, we conclude that cause of the problem was related with a human error in which the affected shelf carton was missed inside the packaging machine without being detected by the operator. At the beginning of the new lot (1707001), a label was placed in the reported one. On the other hand based on all the preventive measures and our stringent in-process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on the following aspects: all preventive mix-up measures and our stringent line clearance procedures keep mix up issues at low levels. No quality notifications were issued related with the mixed up during manufacturing of reported batch. We have not received any other complaint about mix-up product for the reported batch with a total of 1,188,000 millions of units. " rationale: "CAPA determination results" no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. "Non-CAPA corrective actions " yes ref #:_(B)(4)____ (change control, ecr, etc.).

Event description:
It was reported that the bd eclipse ¿ safety needle was packaged incorrectly and the product was mixed. Found before use. There was no report of injury or medical intervention.